Manufacturer narrative:
The troponin t g5 stat assay reagent lot number and expiration date were not provided. The qc recovery was not within the +/- 2 standard deviation range. The preanalytical data of the patient sample showed slight hemolysis. The field service engineer found that the cause was due to a damaged fluidic tubbing leading to a leaking sample/reagent probe (component failure). He replaced the sample/reagent fluidic tubbing and performed preventive maintenance. He then primed the sample/reagent and sipper probes, performed high voltage adjustment, cell blank, and performance check. The instrument was performing within specifications. The customer performed calibration and qc with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation regarding discrepant results for 4 patients' samples tested with elecsys troponin t g5 stat assay on a cobas e411 immunoassay analyzer (rack system). Sample 1: the initial result was <6 ng/l with a data flag. The repeat result was 20.9 ng/l. Sample 2: the initial result was <6 ng/l with a data flag. The repeat result was 32.30 ng/l. Sample 3: the initial result was <6 ng/l with a data flag. The repeat result was 20.09 ng/l. Sample 4: the initial result was <6 ng/l with a data flag. The repeat result was 30.24 ng/l. A data alarm prompted the review of results and rerun of the patient samples on another e 411 analyzer. The repeat results were deemed to be correct.